Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:35:52. During night drain cycle four, the patient's ultrafiltration reading was 1780ml, indicating the home patient (hp) drained 1780ml more than their maximum programmed fill volume of 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.